Event description:
It was reported that the device exhibited backup (bvvi) mode and the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported complaint of backup mode was confirmed. As received the device had no telemetry and no output. The device was cut open and manual measurement performed, high current from¿the hybrid was noted during electrical testing.¿an anomalous integrated circuit (ic) on the hybrid¿was found to be the cause of the high current drain. A longevity calculation was performed and device battery was noted to have depleted prematurely. The drop in battery voltage is consistent with the backup noted in the field.